Event description:
Elderly male with history of (h/o) chronic combined systolic and diastolic heart failure due to ischemic cardiomyopathy, status post (s/p) dt hmii lvad,stage d, icm s/p hmii lvad as dt due to history of malignancy, currently nyha ii-iii, with frequent symptomatic vt. Has history of outflow graft kinking s/p revision. Pt had follow-up visit. Lvad interrogation revealed pump stop and low voltage alarms. Alarms: recurrent pump stop alarms and low voltage alarms noted on device interrogation. Previous x-rays of driveline did not show internal fracture. No evidence of external driveline injury. Concern for short-to-shield and/or internal driveline damage. Patient has been placed on an ungrounded cable. Since that time, the patient has had no additional pump stops. The patient and his caregiver have considered whether to have the pump replaced, which is suggested by his provider. The patient has experienced a cognitive decline secondary t a previous cva and wished to remain on a grounded cable and not have the pump replaced.